Event description:
It was reported that during the use of the product, the pilot balloon was found detached from the inflation line. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.